Event description:
It was reported that the patient experienced a pericardial effusion that developed into a pericardial tamponade. The physician performed a pericardial window and determined that the effusion was caused by a perforation from this right atrial (ra) lead. It was decided to reposition this lead and finish the procedure. The lead remains in service. No additional adverse patient effects were reported.